Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead had a pericardial window for effusion. During surgery, bleeding was observed and physician did not know the cause. Additional information obtained from the field which indicated that there was no perforation noted. The lead was explanted. No additional adverse patient effects were reported.